Manufacturer narrative:
Date of event: used (B)(6) 2020 since the exact event date was not provided. Device is a combination product.

Event description:
(B)(6) registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. At the time of procedure, the subject received heparin or other anti-thrombin medication. The target lesion was located in the mid left anterior descending (lad) artery extending up to distal lad with 95% stenosis and was 30 mm long, with a reference vessel diameter of 2.5 mm. Timi flow was 3. The target lesion was treated with pre-dilatation and placement of 2.25 mm x 32 mm promus priemier stent. Following this, post-dilatation was performed with 0% residual stenosis with timi flow 3. Ten days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject presented with unknown symptoms and was diagnosed with unstable angina pectoris. No action was taken to treat the event. The event outcome was considered to be not recovered/not resolved.

Manufacturer narrative:
B3 date of event: used (B)(6) 2020 since the exact event date was not provided.

Event description:
Promus premier china registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject was presented unstable angina and was referred for cardiac catheterization and the index procedure was performed on the same day. At the time of procedure, the subject received heparin or other anti-thrombin medication. The target lesion #1 was located in the mid left anterior descending (lad) extending up to distal lad with 95% stenosis and was 30 mm long, with a reference vessel diameter of 2.5 mm. Timi flow was 3. The target lesion #1 was treated with pre-dilatation and placement of 2.25 mm x 32 mm promus priemier stent. Following this post dilatation was performed with 0% residual stenosis with timi flow 3. Ten days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject presented with unknown symptoms and was diagnosed with unstable angina pectoris. No action was taken to treat the event. The event outcome was considered to be not recovered/not resolved. It was further reported that in (B)(6) 2023, the subject was diagnosed with acute non-st elevation myocardial infraction. Location of mi was not identifiable, and it was a non-q wave mi. The subject was hospitalized on the same day for further evaluation and treatment. On the following day, cardiac enzymes were noted to be elevated; troponin: 0.264 ng/ml (standard reference range- 0.014 ng/ml). The subject was referred for coronary angiography which revealed 98% stenosis in the mid lad. The 98 % stenosis noted in mid lad was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. The event was considered to be recovered/resolved with sequelae and the subject was discharged on aspirin.